Manufacturer narrative:
No devices or photos were received; therefore the condition of the reported liner and head are unknown. The part and lot number of the liner is unknown; therefore the device history records, complaint history could not be reviewed. This remained implanted until the revision surgery related to poly wear. The reported devices are used for treatment. It could not be confirmed if the devices are an approved compatible combination. Review of the complaint history for the femoral head indicated no previous complaints specific to this part lot combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant patient history and adherence to rehabilitation protocol are unknown. The information provided indicates that the cause for the revision surgery was normal poly wear, for the liner that was implanted for approximately 20 years. It is likely due to the 20 years of use the poly liner has worn due to normal use. However, a definitive root cause for the poly wear cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to wear and instability.